Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted tka procedure, surgeon finished milling distal femur, proceeded to mill the tibia and received communication error. They hit continue and tried to proceed, however kept receiving same error from the real intelligence robotic drill. They unplugged drill, attempted to recalibrate but received same error. They plugged in a new drill, calibrated, and tried to proceed. They were struggling remove bone from tibia with the second drill. They then used a tibia cut block to visualize the cut with virtual angel wing to finish tibia. Surgery was completed after a short delay less then 10 minutes, with a secondary device. Patient was not harmed.

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Test results found that the locking pin for the slip shaft of the drill motor had unthreaded and was bent sideways, the slip shaft was fractured into two pieces, and no epoxy bond was observed on the locking pin threads. The most likely cause seems to be that epoxy was not applied to the locking pin threads, allowing the pin to retract and make contact with the motor well interior. This would have resulted in the bent pin and fractured shaft. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. According to document wi-301858, real intelligence hand piece assy (okc) rev 6, states to insert locking pin into threaded hole in slip shaft extension with the non-threaded end of the pin first. Do not thread into place. Cover entire locking pin thread with mixed epoxy. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Test results found that the locking pin for the slip shaft of the drill motor had unthreaded and was bent sideways, the slip shaft was fractured into two pieces, and no epoxy bond was observed on the locking pin threads. The most likely cause seems to be that epoxy was not applied to the locking pin threads, allowing the pin to retract and make contact with the motor well interior. This would have resulted in the bent pin and fractured shaft. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.